Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported receiving inaccurate blood glucose readings from the adc device when compared with a competitor brand device (accu-chek). The glucose readings, ranging from extremely high (322 mg/dl) to extremely low (45 mg/dl), were later found to be incorrect. As a result, the customer stated they experienced medical issues and had to rely on an accu-chek device for reliable measurements. The customer had used the abbott freestyle libre, libre 3, and libre plus glucose monitoring devices for several years, all supplied through the us department of veterans affairs (va). The va pharmacy later informed the customer that replacement abbott devices were also found to be defective and had been recalled. The customer was advised not to use them, and the va replaced the abbott devices with the dexcom g7 model. No serial numbers were provided to adc to verify if the devices were part of the recall. There was no report of adverse health impact, and neither self-administered nor third-party medical treatment was reported. Adc customer service attempted to contact the customer three times to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported receiving inaccurate blood glucose readings from the adc device when compared with a competitor brand device (accu-chek). The glucose readings, ranging from extremely high (322 mg/dl) to extremely low (45 mg/dl), were later found to be incorrect. As a result, the customer stated they experienced medical issues and had to rely on an accu-chek device for reliable measurements. The customer had used the abbott freestyle libre, libre 3, and libre plus glucose monitoring devices for several years, all supplied through the us department of veterans affairs (va). The va pharmacy later informed the customer that replacement abbott devices were also found to be defective and had been recalled. The customer was advised not to use them, and the va replaced the abbott devices with the dexcom g7 model. No serial numbers were provided to adc to verify if the devices were part of the recall. There was no report of adverse health impact, and neither self-administered nor third-party medical treatment was reported. Adc customer service attempted to contact the customer three times to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. Reference numbers mw5186377, mw5186378. All pertinent information available to abbott diabetes care has been submitted.